Event description:
It was reported the patient has been unable to recharge the ipg in the past month. As a result, she's without stimulation. Troubleshooting was done to no avail. Reportedly, the patient has lost weight. Follow-up revealed surgical intervention was undertaken on (B)(6), 2014 explanting and replacing an inoperable ipg. Effective therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.